Manufacturer narrative:
The device as not returned for analysis. A supplemental report will be submitted once the device has been received and analyzed. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience.

Event description:
Medtronic received information that during the mechanical thrombectomy procedure, the solitaire unintentionally detached within the patient's right internal carotid artery (ica). The physician reported to have used the mechanical thrombectomy device with a competitor microcatheter. Upon the second retrieval, the mechanical thrombectomy device detached within the ica. There was no resistance when the device was initially delivered. However, there was mild resistance when the device was being retrieved. The physician tried to remove the stent with a snare but could not as it posed a high risk of damaging the vessel. Therefore, the physician decides to leave the device within the patient's ica. The patient was reported not to have experienced a negative out come and was in a stable condition. Post the procedure, the patient was given anti-platelet medications. It was also reported that there was moderate tortuosity of the vessel.

Manufacturer narrative:
Event description: device available for evaluation. Initial reporter - additional information. Initial reporter occupation - additional information. Type of follow up - device evaluation. Device evaluated by manufacturer. The solitaire fr pushwire was returned for analysis without the stent or microcatheter; therefore, any contributing factors from these devices could not be assessed. As received the pushwire was found to be detached from the stent and the pushwire ball was damaged. The damage to the pushwire ball is consistent with mechanical scraping with the keyway. It is possible that the device was pulled beyond the maximum tensile specification resulting in a detachment of the stent from the pushwire. However, the root cause could not be verified as the stent was not returned. In this event, user context may have contributed to the reported issue as resistance (potentially related to ¿very tortuous and calcified¿ vessel) was encountered during recovery of the device. The lot history record review of the reported lot number was reviewed and showed no discrepancies that would have contributed to the reported experience. Per the solitaire fr IFU: if excessive resistance is encountered during recovery of the solitaire fr revascularization device, discontinue the recovery and identify the cause of the resistance.